Manufacturer narrative:
As of this filing, the used suture hook, 45 degree left has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of this 3.4mmx130mm suture hook, 45 degree left in a shoulder arthroscopy bankart lesion repair procedure, the tip of the suture hook broke off in the surgical site. The broken tip was safely removed and the procedure went on with the use of a back-up suture hook. Other than a five minute delay, the procedure was otherwise completed with no further complications, or patient injury. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
The used/damaged suture hook was returned to conmed for evaluation. Visual inspection found the tip had broken off and the broken portion was not returned. Further evaluation by the manufacturing engineer indicated that there was no sign of weld failure, as the tube (shaft) also exhibited some bending. The report indicates that the needle will brake off before the shaft is fully bent. This suggested that the needle tip breakage was most likely use related possibly due to number of usage and/or excessive force being applied to the tip of the suture hook during use. This lot with the unique identifier (B)(4) was manufactured on 22-apr-2015. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "breakage". There were no other similar complaints received for this item and lot number combination. This suture hook was approximately 17-months old when this reported breakage occurred. Additionally, the suture hook is a limited reuse device (5 procedures) and the number of uses was not provided from the customer. To date, there have been no patient long term adverse effects reported for this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.